Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis representative. The carefusion failure analysis lab representative evaluated the device and was not able to reproduce the alleged no alarm condition. However, the failure analysis lap representative did identify that the device alarm was slightly out of calibration causing the device to alarm too soon. The device would alarm when the pressure differential between the air and oxygen would reach 33 psi instead of the target value of 30.0 + -2 psi. The carefusion factory service representative re-calibrated and ran the device through a complete checkout to ensure it meets all factory specifications. Upon completion the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days revealed no trends involving the same failure mode.

Event description:
The following description of the event was documented by a care fusion tech support specialist in response to a phone conversation with user facility representative(s). "The alarm does not sound. Unit being returned to factory service."